Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated the discrepancies between the readings were causing calibration errors and change sensor alerts. The customer stated their blood glucose was 128 mg/dl and their sensor glucose was 60 mg/dl. The customer was advised of the proper techniques to avoid inaccurate readings. The customer also stated they did not observe any bent cannulas. No additional information provided.